Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 302 mg/dl. Customer has not been able to treat. Customer does not recall any significant events leading to the alarm. Insulin pump will need to be replaced. No additional information provided.